Manufacturer narrative:
Concomitant products: nexgen flex femoral catalog unknown lot unknown; nexgen lps flex articular surface catalog 00596204012 lot 61410066. This report is number 3 of 3 mdrs filed for the same event (reference 1822565-2017-00864 / 1822565-2017-00867 / 1822565-2017-00868).

Event description:
Legal counsel for patient reported patient underwent a right total knee revision procedure approximately three years post implantation due to pain and loosening. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0002648920-2017-00270.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.